Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned for evaluation and no further information was made available. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the video system center also displayed an e311 white balance error code.

Manufacturer narrative:
The customer was advised by the technical assistance center (tac) to change the lamp. The customer reported that after replacing the lamp, the issue was resolved.  The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no display output. The issue occurred during preparation for use of a percutaneous endoscopic gastrostomy procedure (peg). There were no reports of patient harm.